Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during patient use. The alarm had occurred the night prior to the call. The caregiver (cg) had setup the hc for therapy for the hp prior to leaving for work. At an unknown part of therapy, the hc alarmed. The hp tried to clear the alarm by cycling the power but was not able to get past prime as there was at least one empty bag. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm to the cg and advised that the hp should call at the time of the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.